Event description:
It was also reported that the lead was capped and replaced.

Event description:
It was reported that there was an atrial lead warning for low impedance. A lead revision is being considered. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).